Manufacturer narrative:
Additional information was received that the patient's ipg was not protruding out of the skin. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient felt the leads were cutting through the skin. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm model#: sc-1110-02 serial #: (B)(4) ,description: precision implantable pulse generator.

Event description:
A report was received that the patient felt the leads were cutting through the skin. The patient will undergo an explant procedure.